Manufacturer narrative:
(B)(4). The pump and not the catheter was received on 6/11/2018 for evaluation. However, no issues were reported concerning the pump.

Event description:
It was reported that there was a leakage in the catheter and the physician decided to explant and replace the pump system. No additional information is known.

Manufacturer narrative:
Internal complaint number: (B)(4). A evaluation of the catheter leakage could not be performed due to the condition of the returned catheter. The evaluation of the pump determined the pump was operating per specifications with no issues observed.